Manufacturer narrative:
Mesh erosions can be caused by various factors, including the patient's preexisting conditions or anatomy, surgical techniques such as excessive tension or stretching of the mesh, and the patient's responses, which may include inflammation or infection. Without product lot numbers or product returns, further evaluation of the issue cannot proceed. The complaint does not specify whether the event is related to the product, the surgical technique, the surgeon's experience, or the patient's anatomy. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. This report is related to report 3003990090-2025-01592, 3003990090-2025-01593, 3003990090-2025-01595 this report consider as part of CAPA: ca25-512. The manufacturing number is (B)(4).

Event description:
Per sales rep, erosions are happening at the midline. All patients are post-menopausal, all were prescribed vaginal estrogen.